Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony toric intraocular lens (model zxt150, +26.0 diopter) was explanted in a secondary procedure from the patient¿s right eye because an incorrect lens power was selected initially. Additional information was received and it was learnt that patient was experiencing blurry vision and the wrong power was implanted. The lens was replaced with another zxt150 of a lower diopter (24.0). The patient was reported to be doing great when discharged. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/1/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the iol is being cut in, most probably to make explant possible. Considering the condition of the product additional analysis is not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.